Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted ipg was discarded by the medical facility and will not be returned.